Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported following an unrelated surgical procedure in (B)(6) 2018, the patient was unable to establish a connection between the ipg and patient controller (pc). It was noted the ipg was not placed in surgery mode prior to the procedure. The pc also reflected the error message: "generator unavailable" and "cannot connect to generator-the generator is not responding. Additional information revealed a company representative met with the patient and was able to establish a connection with the patient's ipg resolving the issue.